Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn: (B)(4), the belt had a damaged cable. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt. The last patient to use this belt did not report any deficiencies.